Event description:
It was reported to philips that during an intracranial artery embolization procedure, the guidewire was not visible. The report indicated that the guidewire was pushed too deep into the vessel resulting in a cerebrovascular injury. The procedure was aborted, and the patient was moved to the intensive care unit (ICU) where they later passed away. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer, together with sales and clinical application teams, conducted an onsite assessment and confirmed that the allura xper fd20 system was functioning as intended per device specifications, but the hospital set the contrast parameter and adjusted brightness for the digital subtraction angiography (dsa) roadmap during the procedure. As clearly stated in the instructions for use ¿ allura xper fd series basic operation (document version 3.2), page 1-2: do not operate the allura xper fd system with patients unless you have a good understanding of its capabilities and functions. Using this equipment without such an understanding may compromise its effectiveness and/or prejudice the safety of the patient, yourself and others. Section 4.4: also states, ¿during last image hold (lih), if any of the contrast, brightness or edge enhancement (cbe) controls are adjusted, this then becomes the new default setting for any subsequent fluoroscopy using the same fluoro flavour. Re-selecting the current fluoro flavour will restore the original default cbe values.¿. With support from the philips clinical application team, the parameter settings were restored, and additional staff training was provided. The system was tested and returned to clinical use in good working order. The codes were updated based on the investigation outcome.